Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that error 32100 occurred on the set up joint (suj) 2. The fse replaced the suj 2 to resolve the issue. The system was tested and verified as ready for use. Isi has not received the set up joint (suj) component for failure analysis. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. No images or videos were submitted for review. A system log review was performed by a tse. Per the review, the issue occurred during a partial nephrectomy procedure on (B)(6)2022 using system sl0335. This complaint is considered a reportable event due to the following conclusion: the arm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer informed the technical support engineer (tse) that error 32100 occurred on arm 2 when the endoscope was installed. The customer pressed ¿recover fault¿ button and then power cycled the system, but the issue persisted. The tse reviewed the error logs and confirmed repeated recoverable error 32100. The tse advised the customer to perform a hard power cycle with the emergency power off (epo) on the patient side cart (psc); however, it was difficult to do so during the procedure. The customer continued the procedure without arm 2 on the patient cart. After the procedure, the customer called back and informed the tse that the system booted up normally with epo. The tse reviewed the error logs and confirmed that there was no error at this time. The tse explained to the customer that the error 32100 might occur again. The field service engineer (fse) will follow up. The procedure was completing as planned with no reported injury. The customer used a different da vinci system for the next procedure. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use with no errors. The procedure was completed robotically without arm 2.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis could replicate the reported complaint of error 32100 in the in-house system. Error 32100 was also confirmed upon reviewing the remotefe error logs. The proximal, shoulder and distal harness will be replaced or upgraded to the lasted revision as a fix. The root cause of the reported complaint was attributed to a component failure.